Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart into two pieces. She manually removed the remaining pledget piece from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.